Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The capio slim's carrier got stuck in the cage when the surgeon tried to suture and tears the polyester thread.

Manufacturer narrative:
(B)(4). A device history record review could not be conducted since the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The capio slim's carrier got stuck in the cage when the surgeon tried to suture and tears the polyester thread.